Event description:
The customer reported that she was experiencing low suction with her pump in style breast pump. She also stated that she had developed mastitis and had received antibiotics from her physician.

Manufacturer narrative:
The initial call with the customer was not completed, the call was dropped. The customer was not immediately contacted back. A medela clinician contacted the customer on (B)(4) 2015, at which time the customer declined to provide any further information and requested that there be no further contact from medela. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.